Event description:
Roughly at the beginning of (B)(6) 2021 the user heard a "pop" while lying down and not wearing his processor. When the audio processor was placed on his head, the recipient could only hear when his head was turned. After a few day the sound faded completely and the recipient can no longer hear with the device. The user was re-implanted on (B)(6) 2021. At the surgery the metal portion of the transition was completely severed.